Event description:
It was reported that they experienced low blood glucose level. Customer suspected insulin pump was over delivering. The blood glucose level at the time of the incident was 50 mg/dl. Customer was treated with coffee and biscuits for low blood glucose. Customer was not able to remove the reservoir from the pump at time of call to compare it to the units left in the status screen. Customer was not able to upload pump on carelink personal by themselves. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.